Manufacturer narrative:
The tech found the side rail center arm assembly was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the side rail center arm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the side rail would not latch. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).